Event description:
Information received by medtronic indicated that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were unable to clear the alarm. Customer stated the numbers were not ramping up or scroll bar was not moving with no input. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self-test. No anomalies/alerts/alarms noted during testing. No pump error 43 and stuck key alarm noted during testing. Keypad was responsive during testing and passed keypad voltage test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 43 occurred on 06/26/2022 02:56 pm on event date in history file. Stuck key alarm was not noted on event date in history file and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor, and force sensor. Unable to test motor to severe moisture damage on home switch. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked case corner of belt clip rails, cracked case (battery tube), faded serial label, corroded home switch. Pump error 43 is confirmed due to being in history trace files and corroded home switch and moisture damage. Keypad unresponsiveness is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.